Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3600d-2h drill broke about 20mm into the patients acetabulum. This was discovered during a hip scope procedure. Additional information received 1/27/2022: this was discovered during a labral repair procedure. After the drill bit broke, surgeon did not remove the broken fragments and it still remains in the patient.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken drill tip. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.